Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: software 9733686 s7 synergy spine, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after a sacroiliac and thoracolumbar procedure it was discovered that a screw had allegedly been misplaced. A wake-up test was performed and the patient was said to have lost sensation in her legs. There was no delay to the procedure reported.

Manufacturer narrative:
Additional information: patient dob updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the screws were revised on the same date as the reported event was observed.

Manufacturer narrative:
A software investigation was initiated. Unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the patient was still experiencing paralysis of lower limbs post-operatively following the event. The amount of inaccuracy was unknown, it was stated that they were too medial with the screws.  The screw misplacement was observed after all screws went in and the site took a confirmation spin.  The initial indicator was the motor testing was unresponsive. The misplaced screws were not revised during the event. It was unknown if the screws were revised at a later date. The images were taken before the case for navigation purposes, immediately following discovery of potential issue.